Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that every month the pump loses approximately 1 minute. It was noted that the customer typically waited until the time is off by 5 minutes before changing the time on the pump. There was no impact to the customer's blood glucose level.